Event description:
(B)(4). It was reported by the consumer's father that the tracer IV mechanical wheelchair left side handrim chrome was flaking, and his son had to wear gloves to propel the unit, as it had caused minor cuts on the user's hands.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model tracer IV, serial number/date code unknown. The owner's manual part number 1110558 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.